Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hcv ii results for 1 patient sample on a cobas e 801 analytical unit. The initial anti-hcv result was 9.27 coi, interpreted as positive. The customer questioned the result as it did not match the patient's clinical history. The sample was repeated on two competitor analyzers and the results from both were negative. The sample was re-centrifuged and repeated on the e 801 analyzer the next day and the result was 9.27 coi. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
Per product labeling, "all initially reactive or borderline samples should be retested in duplicate using the elecsys anti-hcv ii assay. If one or both of the duplicate retests have a coi = 0.9, the analysis of a follow-up sample is recommended by confirmation via supplemental methods (e.g. Immunoblot or detection of hcv rna)." Based on the calibration and qc data, a general reagent issue could be excluded. No product problem was identified.